Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer called to report their insulin pump had a power error alert. Blood glucose level at the time of call was 169 mg/dl. Troubleshooting was performed and the device will be returned for analysis.